Manufacturer narrative:
Initial reporter phone #: (B)(6). Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 5 ml bd posiflush¿ sp pre-filled flush syringes nacl 0.9% experienced missing label information. The following information was provided by the initial reporter: no lot = 1.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided material number 306574 and lot number 1104115. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, several shelf cartons and the case carton were found damaged. There was also one shelf carton with a label incorrectly printed. All lots manufactured are checked prior to loading for product integrity. The packaging lists for the affected lot number were reviewed and all loading inspections were passed. At this time, a specific circumstance during the manufacturing process could not be identified for this incident. Shelf cartons may become damaged if there is a problem within the secondary packaging station that leads to a material blockage. In this situation, material must be moved away and inspected. If there is an issue in the tertiary packaging station, shelf cartons may become damaged if they are incorrectly placed within the case cartons. In regard to the incorrectly printed label, this could result after a change of the printing ribbon. After the printing ribbon is changed, several labels must be checked to verify printing accuracy. This type of issue is rare and may result if a jam in the system occurs. As the barcode was correctly printed, our vision system did not identify the defect for proper rejection.

Event description:
It was reported that the 5 ml bd posiflush¿ sp pre-filled flush syringes nacl 0.9% experienced missing label information. The following information was provided by the initial reporter: no lot = 1.